Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer had reported the system collimator iris fully closed and was not adjustable. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.